Event description:
Philips received a complaint on the device efficia dfm100 indicating thatthe nurse was using the defibrillator on the patient and found that the lead was not showing a waveform. Device was in clinical use but no reported user or patient harm. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Clinical assessment was initiated. Defibrillators are life-saving devices, therefore failure of the device to perform as intended may result in a life-threatening situation. Although there was no actual harm occurred, this event was identified as serious injury. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to the ECG lead trunk cable and ECG pads failure. The root cause of the ECG lead trunk cable and ECG pads failure could not be determined. Customer replaced the ECG lead trunk cable and ECG pads to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the ECG waveform could not show during use. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.